Event description:
It was reported that after patient accidental fall incident, this right atrial (ra) lead was suspected to have fractured. Xray imaging and device measurement testing were done and confirmed the fracture. A lead revision procedure was performed, the ra lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.